Event description:
The pt's arterial catheter was found to have cracked at the hub requiring removal of the arterial line. The pt's line was not replaced and the pt was not harmed. Another incident involving a cracked hub occurred on 11/21/94 involving an arterial line which had been placed on 11/20/94.